Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes in 2005 in a pediatric patient. It was reported the line was leaking blood at the junction point between the base of the hub and the tubing site. A lateral split was noted in the tubing under the occlusive dressing. The PICC line was replaced.